Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 250cc mentor memorygel breast implants, elected to have their implant exchanged on (B)(6) 2020. During the surgery, it was discovered that the right breast implant has ruptured. It was also noted that the right breast capsule has thickened and that the left breast capsule was calcified and has also thickened. As a result, the patient underwent bilateral removal and replacement of two non-mentor (allergan) implants. This medwatch form is for the left breast prosthesis.